Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices or x-rays. The op report has been reviewed. It does not state any peculiarity. The lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure lead to the alleged event. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Event description:
It is reported that patient had tha on (B)(6) 2007. It is also reported that patient had leg pain few months after and went to surgeon. Revision done (B)(6) 2010.